Event description:
An ophthalmic surgeon reported that during surgery, there was leakage from the connection part between the cassette and the drainage bag. There was no harm to the pt.

Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when add'l reportable info becomes available. (B)(4).